Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed and replaced during a revision surgery on (B)(6) 2024, due to pain at the tmt. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the patient has a history of arthritis. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information from the surgeon indicates that the tendon may have been rubbing against the plate and the patient's history of arthritis was most likely the cause of the reported event. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed and replaced during a revision surgery on (B)(6) 2024, due to pain at the tmt. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.